Event description:
Additional information: it was reported that the patient was found on the floor in the bathroom with a cut to the head and blood on the floor. The system controller was attached to batteries when emergency medical services arrived, however, it was reported that the batteries were depleted.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4): approximate age of device ¿ 2 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was brought to the hospital in cardiac arrest and was subsequently declared dead after in emergency room echocardiogram demonstrated no myocardial wall motion. It is suspected that the patient may have gone to sleep with the pump connected to batteries and the batteries depleted. No further information was provided.